Event description:
It was reported that the gas module in the ventilator had water inside and was making noise. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The air gas module was replaced but not returned for investigation. The ventilator then passed all safety and functional tests and was returned for clinical use. Provided pictures confirm moisture traces in the filter housing of the air gas module. The most probable source of moisture/water into an air gas module is moist air from the hospital's external compressor.

Event description:
Manufacturer's ref #: (B)(4).